Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient presented non-st-segment elevation myocardial infarction. Decision for impella cpsa insertion in the setting of acute myocardial infarction/cardiogenic shock (ami/cgs). The patient (pt) had successful implantation of impella cpsa in the setting of ami/cgs. Pt also received 1 stent placed in the left main. Decision was made to leave pt on impella support due to her increased edp and reduced ef. It was noted that at the end of the initial case it was noticed that there was substantial bleeding coming from the impella insertion site. Pt had received a stent during the initial procedure and was placed on aggrastat immediately at the conclusion of the case. Pressure at the site was initiated. Discussion was had and a fem stop was placed and hemostasis was achieved. Further discussion continued and based on the patients vital signs being stable the decision was made to explant the impella device. The impella was explanted without complications and 2 proglide closures were used.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Major bleed: the cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all the post sterile inspection checks.